Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 700 mg/dl. Customer was admitted overnight and released. Customer stated that she had a bent cannula. Customer also reported a hospital visit two years ago in december. Customer remembered that she had a bent cannula. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Unable to perform the displacement, prime, basic occlusion and no delivery tests due to the no button response. A cracked reservoir tube lip, cracked reservoir tube, cracked case and scratched display window noted.